Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the issue and decided to replace the pump. The customer was advised to return the problematic pump using a return box and pre-paid label and was instructed on steps to take upon receiving the replacement pump. The customer acknowledged the instructions and confirmed their understanding.